Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed. The cause was identified as air in patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for low drain volume alarms is in progress through (B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that she had connected before priming and that there was air in line. The technical service representative (tsr) explained what to do in the future and assisted to end therapy and advised to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the air in line and use error, it was revealed that the hp is doing fine and continuing therapy. The nurse was unsure of the exact cause of the air; however, the nurse added that the hp is aware of proper procedures, and that the hp connecting before priming was likely an accident. No patient injury or medical intervention was indicated. No further information was provided.